Event description:
Event description guidant received information that this reliance lead had dislodged from this patient's ventricle causing high dft's at a routine check up. The lead was successfully repositioned and the patient received a new high energy device. No other adverse events have been reported.